Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50 ,serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, lot #: 14074041, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the ipg, leads, and click anchor were replaced. It was unknown if device malfunction was suspected. Reason for ipg revision was also unknown.

Manufacturer narrative:
Additional information was received that the reason for replacement was inadequate pain coverage. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the ipg, leads, and clik anchor were replaced. It was unknown if device malfunction was suspected. Reason for ipg revision was also unknown.